Event description:
While removing the smart control from the pt, the inner lumen detached from the catheter. The physician was performing a popliteal angioplasty. The deployment of the stent was uneventful without excess tugging on the catheter. The vessel was normal and not calcified. A superficial inspection was completed. Both ports were normally flushed. There were no anomalies noted before usage. There were no problems advancing the prod to the lesion. There were not problems encountered crossing the lesion. There were no problems encountered crossing the lesion nor was there any difficulty encountered removing the prod from the vessel. The inner lumen was removed from the wire without any difficulty. There were no other noted problems with the prod. There were no kinks or damages noted to the wire. A terumo glidewire was used for the procedure. There were no other noted problems. Required intervention to prevent permanent impairment damage was required.

Manufacturer narrative:
This prod is available for analysis. Add'l info will be provided within 30 days of receipt.